Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. In this case the reported obstruction of flow was related to the parker port/ lumen being clogged by a clot. The product risk assessment identifies these as foreseeable events; as such, design and manufacturing controls and mitigations have been established for possible causes. The patient effect of hemorrhage is listed in the prostyle instructions for use (IFU), as potential adverse event associated with use of vessel closure devices. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, with two prostyle devices, there was no bleed back coming from the proximal marker port. The devices were flushed, and a clot was observed. It was noted the patient had thrombosis prior to the procedure and the clots were not caused by the prostyle devices. Also, while attempting to get bleed back, the footplates were cycled and the devices were slightly advanced and retracted. While doing so, it was observed the anterior footplates were not fully seated. This caused damage to the vessel. Bleed back was able to be achieved, and the devices were used without further issues. The physician decided to place one additional prostyle suture. The sheath was upsized to 24f, and the procedure was completed. However, the three prostyle sutures were unable to achieve hemostasis. Therefore, a cut down was performed, and manual suturing was used to achieve hemostasis. No additional information was provided.